Event description:
A peritoneal dialysis (pd) patient was admitted for profound uremia, acute endocarditis and hyperkalemia. The nurse confirmed the patient has not been completing dialysis treatments for a total of five days prior to hospital admittance. The nurse stated the patient continued both hemodialysis and continuous ambulatory peritoneal dialysis (capd) therapy while in the hospital. The patient was discharged from the hospital on (B)(6) 2014.

Manufacturer narrative:
The actual device was returned to the manufacturer for physical evaluation and the complaint is confirmed. An investigation of the device manufacturing records was conducted by the manufacturer. There were no deviations or non-conformances during the manufacturing process. In addition, the batch record review confirmed the labeling, material, and process controls were within specification. Based on the 33 pages of medical records information and a review of the documentation in the fresenius (B)(4) system, it appears that the patient was admitted to the hospital from (B)(6) 2014 as a result of not performing his peritoneal dialysis treatments for 5 days. The patient presented to the e.r. With what appeared to be uremic pericarditis and severe azotemia with an elevated bun at 170 and a potassium level at 7.5 for which emergency hemodialysis was performed. The patient's pdrn stated the patient was admitted to the hospital due to multiple missed treatments. The nurse confirmed the patient was educated on how to bypass cycler settings and perform manual treatments, if needed. She stated the patient had not been completing dialysis treatments for a total of five days prior to hospital admittance, and did not notify his pd rn or the clinic to address the missed treatments until after he had been hospitalized. The nurse stated the patient continued both hemodialysis and continuous ambulatory peritoneal dialysis (capd) therapy while in the hospital. This patient was non-compliant with his pd treatments which resulted in his hospitalization and subsequent complications. Given his recent history of prior hospitalization in (B)(6) 2014, due to poor pd clearances and cardiac comorbidities, it is unlikely that this event of hospitalization and subsequent complications are related to the liberty cycler. This event is being filed as an MDR reportable serious injury, although there is unlikely a causal relationship between the product and the event.